Event description:
It was reported that loss of aspiration occurred. An angiojet solent dista catheter was used in a thrombectomy procedure. During the procedure, the device did not track well when putting over the wire. The physician advanced the device but had very little blood returned in the collection bag and it was likely an aspiration issue. The console alarmed indicating a kink in the catheter. The console was reset but the error still exists. The physician had difficulty pulling the catheter off the wire so both devices were pulled out together and found that the catheter was kinked. The procedure was completed with an angiojet solent omni catheter. No patient complications were reported.